Manufacturer narrative:
No available code for undetermined or unknown cause. The customer¿s report of a bulge/balloon in the silicone segment below the upper fitment was confirmed. The set was visually inspected and it was observed that the silicone segment tubing had a slight bulge and white discoloration, and was weakened near its upper portion just below the upper fitment. Functional testing and pressure testing resulted in no replication of the ballooning. The root cause of the customer¿s report of a ballooning silicone segment was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a bulge in the pump segment of an IV tubing during an unspecified infusion. Although requested, no additional information is available; there is no report of patient harm.